Manufacturer narrative:
The top cover s/n (B)(4) was returned to ams on (B)(6) 2014 and was sent to the supplier. Product evaluation: the top cover was evaluated by the supplier on september 15, 2014. The reported ¿error 509 ¿ black screen at start up¿ issue was confirmed; 24v line and tantalum capacitors were noted shorted. The capacitors were replaced; top cover was reprogrammed and passed the standard production test. Probable root cause: based on the supplier fa report, the root cause was determined to be capacitors in the top cover.

Manufacturer narrative:
The system was evaluated in the field; the reported issue was confirmed and determined to be the result of a faulty touch screen. The touch screen was replace; the system was tested and verified to specification.

Manufacturer narrative:
Product evaluation summary: the top cover was returned to ams on july 23, 2014 and was sent to the supplier.

Event description:
It was reported that when beginning a prostate procedure, the touch screen was "black"/not working. Anesthesia had been administered and the case was performed using an alternate procedure (turp). No patient injury was reported.